Manufacturer narrative:
Continuation of d10: product ID: {{l-evolutfx-2329}}; product lot/serial number: {{(B)(6)}}; product type: {{compression loading system}}; implant date: {{na}}; explant date: {{na}}. Product ID: {{d-evolutfx-2329}}; product lot/serial number: {{(B)(6)}}; product type: {{delivery catheter system}}; implant date: {{na}}; explant date: {{na}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that medication was also administered to the patient was result of this event.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the rhythm events were causal related to the procedure and to valve.

Manufacturer narrative:
Updated data: b5, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the complete heart block event resolved with sequelae.

Event description:
It was reported that prior to the implant of the transcatheter bioprosthetic valve a pre-implant balloon valvuloplasty was performed. During the valve implant procedure following the valve deployment complete heart block was observed. The patient was asystolic for 4 minutes. A temporary transvenous pacemaker was installed. A permanent pacemaker was implanted the same day. Sinus rhythm with a left bundle branch block (lbbb) developed. The qrs interval measured 136 milliseconds (ms). First degree atrio-ventricular block also was observed following the permanent pacemaker implant with a pr interval of 243 ms. No treatment was required for the lbbb and first degree atrio-ventricular block. The patient was discharged home the day following. The event was reported as resolved.